Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the motor speed was unstable, incorrect switch, the machined head was damaged, the widthplate screws and reciprocation arm were worn and the insulation of the cable was damaged. The motor, switch, widthplate screws, reciprocation arm, machined head, pin and plug harness assembly were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device was overheating and there was no signs of burning/charring/fire. No harm or delay were reported as it relates to this event. Upon evaluation the device was noted to have unstable motor speed. Diligence is completed and no additional information is available. No adverse events were reported as it relates to this event.